Event description:
Bd syringe administration set, microbore tubing with pressure sensing disc. New set of tubing was hung on (B)(6) @ 0500. On (B)(6) @ 0745, tubing was discovered by primary rn to have developed a crack at top of tubing that connected to medication syringe and medication was slowly beginning to leak out from tubing. Cracked tubing removed and replaced with microbore tubing without pressure sensing disc.